Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 70 units. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer¿s blood glucose level. Reportedly, the customer reloaded the cartridge to address the issue.